Manufacturer narrative:
Manufacturing evaluation - analysis and results: we have not received the reference-batch involved in this case. As no reference-batch is available, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any sample or more information, we cannot carry out an analysis in order to take a decision. Remarks: the use of novosyn 4-0 in this indication is for the closure of tissues (skin and submucosa). We have conducted a review of different publications for carpal tunnel operation. In this type of surgical intervention is described that the sutures are likely to cause reaction to a foreign body that results in inflammation, edema that could even affect the underlying middle nerve, which could coincide with that comments the patient, but not necessarily due to a malfunction of the suture. As indicated in the mode of action of novosyn instructions for use, "during the use of novosyn sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. On the other hand, in the note/precautionary measures, it is stated that: "skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process." Final conclusion: without samples or more information, we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K122734. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the suture. There was a carpal tunnel operation three months ago where novosyn 4.0 was used. Since then side effects such as stunning, pain radiation in the forearm and thumb were present, as well as an high touch sensitivity. Furthermore an inflammation of the base of the thumb was noted. The symptoms led in the opinion of the patient to a snapping thumb. A surgeon who was consulted stated that such allergic reactions were unknown und was recommending a chirurgical revision.